Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting procedures. While troubleshooting the issue, the fsr observed that the quick disconnect from the waste line was broken, therefore allowing the spill. The spill reached a non-abbott power cable extension that joined the architect power cord to the uninterruptible power supply (ups) on the floor, causing the smoke and burn/scorching. The couplings, 3/8 inch (rohs) and tubing, pressure waste to drain (rohs) were deemed the cause for the issue, both parts were replaced, and the issue was resolved. There was no fire seen, nor any damage to the instrument. The analyzer was disconnected from the power supply and there was no injury to personnel reported. A review of architect i1sr55325 service history revealed no additional issues of leaks resulting in burned/scorched parts. A review of tracking and trending did not reveal any trends for the architect i1000sr or the couplings, 3/8 inch (rohs) or tubing, pressure waste to drain (rohs) with regards to the current issue. Labeling was reviewed and found to be adequate. The architect operations manual contains adequate information for troubleshooting the observed issue. The architect service manual contained adequate information for the troubleshooting, removal, and replacement of the parts. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn observed was limited to the cable laying on the floor, caused by the leaking tubing, pressure waste to drain (rohs) damaged couplings, 3/8 inch (rohs); the burn did not spread to other parts of the instrument. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed smoke and black burnt marks on a cable on the back of the architect i1000sr instrument. The iarm was inspected by biomed who noted that the tubing from the wash buffer container was broken and caused a spill. The spill caused smoke, and the cable on the back of the architect shorted and had black burnt colors on it. The customer called a ¿code red¿ due to the incident but clarified that no one was injured due to the event. Biomed temporarily fixed the water supply tube to the iarm and noted that the cables and plugs were loose. There were no injuries and no impact to user safety/patient management was reported.